Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(6). (B)(4).

Event description:
It was reported that during a procedure, the implant dislodged from the bone. The patient was reported to have poor bone quality. No patient injury or further complications were reported.

Manufacturer narrative:
Two devices were returned in the same package making lot verification prohibitive. Visual assessment of sample (a) showed the anchor remains attached to the inserter. Torque limiter was functionally tested and found to perform as intended. Dimensional assessment of the anchor confirmed it met print specifications. Visual assessment of sample (b) showed the anchor is free from the inserter and has suture threaded within its eyelet. The inner grub screw has been advanced distally within the anchor to retain said suture. Torque limiter was functionally tested and found to perform as intended. Dimensional assessment of the anchor confirmed it met print specifications. Clinical details were provided that the patient had very soft bone. Per the device IFU ¿bone quality must be adequate to allow proper placement of the suture anchor¿. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.